Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that there was foreign material on the; air/water cylinder, connecting tube, image guide protector, grip, protector of universal cord on control section side, and scope connector case unit on the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. Additional findings include; air/water cylinder and suction cylinder had no color. Due to clogging of nozzle, no air was fed. Adhesive around objective lens and light guide lens had a stain. Adhesive on bending section cover had a crack. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.